Manufacturer narrative:
This report is submitted on march 15, 2022.

Event description:
Per the clinic, the patient experienced poor retention of the external magnet. The internal magnet was explanted on (B)(6) 2022. The patient was reimplanted with a new magnet during the same surgery.

Event description:
Correction: per the clinic, the patient underwent revision surgery on (B)(6) 2022, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.